Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump's display kept going blank and the device was cracked. The customer also reported that the device would make a squealing noise and had been dropped. The customer also reported a failed battery test alarm. The customer's blood glucose level was 203 mg/dl, and the customer stated their blood glucose levels are typically around 90 mg/dl, but the customer could not get his levels under 200 mg/dl lately. The customer's symptoms include feeling tired and irritable. The customer was treating with the insulin pump, but then reverted to manual injections. The customer completed troubleshooting and found nothing wrong, however the customer declined to perform the high pressure test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, however declined to return the device.